Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - composix kugel (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh composite ip on (B)(6) 2012 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2012 and (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep -2011) is considered to be the best estimate. Updated data: a2, a4, b2, b3, b4, b5, b7, d1, d3, d4 (product catalog no, corporate lot no, expiry date), d6.a (date of implant), d6.b (date of explant), g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol mesh - composix kugel (device #1). An additional supplemental emdr was submitted to represent the bard/davol sepramesh ip (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh composite ip on (B)(6) 2012 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2012 and (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix kugel mesh (device 1). Per op notes, ¿a midline incision was made around the umbilicus over the palpable fascial defect. The hernia sac was identified and contents were reduced. A composix kugel mesh (device 1) was placed and secured with sutures.¿ on (B)(6) 2012 ¿ patient was diagnosed with reducible recurrent incisional hernia thereby underwent open repair. Per op notes, ¿existing midline incision was reopened. An incisional hernia to the left of the umbilicus was identified. A small bowel loop adherent to the anterior peritoneum was taken down. A small serosal tear was repaired with sutures. Existing mesh (device 1) was noted to be fairly large. Existing mesh had torn through the fascia on the left side and it was completely free up. Mesh was secured with sutures at the inferior portion and extending around the fascial defect.¿ on (B)(6) 2017 - patient was diagnosed with recurrent ventral hernias x 2 thereby underwent laparoscopic repair with excision of composix kugel mesh (device 1) and implant of sepramesh ip (device 2). Per op notes, ¿large amount of adhesions in the midline from infraumbilical to hepatic ligament was noted and taken down. Two ventral hernias were identified. Old mesh was detected and removed. A sepramesh ip (device 2) was placed and secured with sutures.¿